Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, clarified information was provided. It was reported that the patient's husband called ems. Once ems arrived, the patient's bg meter reading was 52 mg/dl. At an unspecified time later, the patient's bg meter reading was retested and found to be "high" (no specific value was reported). No additional patient or event information is available.

Event description:
Data was provided for evaluation. A review of the data indicates that the sensor session started at 8:40 am on (B)(6) 2025. The session lasted 10 days and ended when the session was stopped on the display device. There were no bg meter calibrations performed during the entire session. During the time period of the alleged issue the app was alerting the user to the urgent low condition starting at 9:50 pm and repeating every 5 minutes at 100 percent audio volume until being acknowledged at 11:55 pm that evening (B)(6) 2025. It was noted that the alert settings for the urgent low soon, high glucose and low glucose, had been previously disabled in the alert settings. The reported allegation of an alert/notification failure was not confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. H2: additional information. H6: type of investigation - additional. H6: investigation findings. H6: investigation conclusion.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, around 12am, the patient reported receiving no sound from her dexcom mobile app for an urgent low alert she received. The exact value on her cgm was not reported. The patient was wearing an omnipod insulin pump. The patient's husband began treating the patient with glucagon and sugar, but the patient passed out. The patient¿s husband took a bg meter reading, which was 52 mg/dl. No cgm comparison value was reported. Ems was called and once they arrived, the patient¿s bg meter reading was ¿high¿ (no specific value was reported). However, the patient recalled being treated with IV dextrose (d50) despite her bg meter reading being high. The patient regained consciousness around 1245am. Emergency medical services (ems) offered to take the patient to the ER but she declined. The patient was feeling ¿fine¿ at the time of report. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.